Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported symptom of "system error code 345, thermistor disparity" was reproduced while running an infusion. A review of event history log revealed multiple occurrences of ec 345 (thermistor disparity). A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be failed ultrasonic sensor. The ultrasonic requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity) during an unspecified process step in the biomed service department. There was no patient involvement. No additional information is available.